Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced sodium electrode, potassium electrode, chloride electrode and reagent syringe to resolve the issue. Beckman coulter internal identifier is case (B)(4). Patient demographic information was not provided. Patient data was not provided. Customer phone #: (B)(6).

Event description:
The customer reported erroneous high ise (ion-selective electrode) patient results were generated on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.